Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a temperature issue. There is no reported damage to the pump. There is no indication of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity related to the complaint. During a visual inspection of the pump, no evidence of moisture ingress or damage to the casing was found. The pump was exercised for 24 hours with no overheating or alarms observed. Current draws measured within specifications. The pump case was removed, and no internal anomalies were found. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.